Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Consumer reported they had an increase in voids and had to cath. When they cathed they had gotten 500cc (17 ounces) of urine which they stated was a lot. No further complications reported/anticipated.